Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9128672, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the tip of the catheter was damaged. Based off the provided photo the engineer was able to verify the reported defect. It was determined that the damage to the tip was caused by an issue with the manufacturing equipment. An investigation was opened by the manufacturing facility to correct this issue and steps have been taken to resolve this problem. However, this unit was produced before these changes were implemented. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the insyte 20ga x 1.16in catheter tip was found to be damaged/defective. The following information was provided by the initial reporter, translated from spanish to english: "the pharmaceutical service is requested to change the catheter for another since the tip is defective, it is open."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 20ga x 1.16in catheter tip was found to be damaged/defective. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pharmaceutical service is requested to change the catheter for another since the tip is defective, it is open".